Event description:
Reportedly, during device interrogation on (B)(6) 2023 ble was not functional. In addition a warning was displayed, indicating that the last battery measurement was in (B)(6) 2023. The recommended workaround was applied and the davice worked again as specified.

Event description:
Reportedly, during device interrogation on (B)(6) 2023 ble was not functional. In addition a warning was displayed, indicating that the last battery measurement was in (B)(6) 2023. The recommended workaround was applied and the device worked again as specified.

Manufacturer narrative:
Since no further information were received in a timely manner this case was closed on basis of available and historical data. For more details, please refer to the attached analysis report.